Manufacturer narrative:
Additional information: d8, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device had not been returned, and no other information was available. We were, therefore, unable to surmise a cause. A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the up button of the high flow insuflation unit did not work. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.